Event description:
It was reported that the patient alleged experiencing autoinflation with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and replaced with a new system. The physician did not agree with the claims as the device worked perfectly. It was thought the patient wanted a bigger device. The patient did not experience complications related to the device and fully recovered following the procedure.